Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 4.4 inr. The laboratory result was 1.4 inr. Based on the laboratory result, the patient's dose was increased and the patient was instructed not to consume any vitamin k. The time each test was taken is unknown. The patient's therapeutic range is 2.0-3.0 inr and she tests weekly.

Manufacturer narrative:
Reporter occupation: occupation is the patient's daughter. During troubleshooting, a display check was performed and no issues were observed. The results field appeared complete when the meter memory was reviewed. The patient's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The date in the meter is set incorrectly. The date of the alleged results cannot be confirmed by the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.